Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that patient presented via merlin.net transmission with episodes of ventricular noise reversion. High amplitude noise artifact was observed on the ventricular sense amp channel. The programming change was discussed.